Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 424 mg/dl. The customer was treated for high blood glucose with pump and syringe. The customer declined high blood glucose troubleshooting. The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was 424 mg/dl. The customer was treated with manual injection. The customer reported the drive support cap appears normal. The customer did not report motor position encoder error alarm. The customer was able to rewind the pump completely. The customer received 2 motor errors within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test.the test minilink transmitter communicates properly to the insulin pump; the test ultralink blood glucose meter communicates properly to the insulin pump. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.